Event description:
It was reported that the patient received multiple inappropriate shocks that caused ventricular fibrillation (vf) and fainting. The patient needed external defibrillation in order to restore sinus rhythm. Vf was induced several more times by inappropriate shocks and each time required external defibrillation. Magnet inhibition of therapy did not work and turning off therapy with the programmer was unsuccessful. The programmer crashed and no telemetry could be established thereafter. The device and lead were immediately explanted and a new device system was implanted two weeks later. Review of an x-ray from the previous day, prior to the inappropriate shocks, revealed that the lead was dislodged and had worked it's way into the right atrium causing the false detection of vf. No further patient complications were reported as a result of this event and the patient status is now listed as good.